Event description:
It was reported that the ventilator failed the internal leakage and pressure transducer sub-tests during the pre-use checks tests. There was no patient harm reported. (B)(4).

Manufacturer narrative:
According to received information, the reported pre-use checks tests failures were corrected by replacing the control printed-circuit board (pcb). The replaced pcb and the device logs were returned/received for further investigation. The reported pre-use checks tests failures were confirmed in the received device logs. The failures were reproduced during testing of the returned pcb in a reference ventilator. During ventilation tests, an alarm for high pressure was generated and the delivered tidal volume was higher than set. The root cause for the reported failures could not be determined during troubleshooting. Our conclusion is, that the control pcb was defective and affected the delivered tidal volumes which caused the reported failures during the pre-use checks tests.

Event description:
(B)(4).